Event description:
Same case as MDR ID 2134265-2014-07001. It was reported that deployment issue occurred. An epic self-expanding nitinol stent was advanced to the target lesion. While attempting to implant the epic stent, the stent "moved" and the physician "missed the mark". A second epic self-expanding nitinol stent was advanced. The second stent also "moved" and the physician also "missed the mark" with the second stent. The procedure was completed with the implant of a 3rd stent.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).